Event description:
It was reported that during implant procedure, the left ventricular lead exhibited loss of capture. The lead was not used and replaced. The patient was recovering post operation.

Manufacturer narrative:
Analysis was normal. No anomalies were found.